Event description:
An article titled "a case of accidental inverted phakic intraocular lens implantation" reports that an implantable collamer lens was implanted into the patient's eye upside down. It notes the bcva decreased, the patient developed high iop, secondary to angle closure glaucoma. It notes after the lens explant and reimplantation, the iop returned to normal, and vision improved. Additionally, during the report it notes there was standard medication regime used, pi was performed intraoperatively, ac shallow with low vault. The article notes inverse icl implantation is a rare complication that can be mitigated by preventative measures.

Manufacturer narrative:
Manufacturer narrative: elevated iop, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).